Event description:
It was reported that on an unknown date, the head of the driver has rounded off. It is unknown if the procedure was completed successfully. There was no patient consequences. This complaint involves one(1) device. This report is for one (1) scrdriver-hex-small ø2.5 l270. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary: it was reported that on an unknown date, the head of the driver has rounded off. It is unknown if the procedure was completed successfully. There was no patient consequences. This complaint involves one(1) device. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (product complaint cont. 2.5 hex.heic, product complaint 2.5 hex.heic). Visual analysis of the photo revealed that there was no damage or defects observed on the surface of the complaint device. The photographic evidence provided, does not show the allegation clearly. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for scrdriver-hex-small ø2.5 l270, p/n: 314.570. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 314.570, lot: l775959, manufacturing site: hägendorf, and release to warehouse date: 05.apr.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Note: device history record review was acquired from product investigation, as both impacted products share the same lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that scrdriver-hex-small ø2.5 l270 was worn at the tip. A dimensional inspection was not performed for the scrdriver-hex-small ø2.5 l270 since it was not applicable. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the scrdriver-hex-small ø2.5 l270 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: se_519173 rev. D current and manufactured dimensional inspection: n/a. H4, h6 part number: 314.570 lot number: 329p910 manufacturing site: haegendorf release to warehouse date: 30 august 2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.